Event description:
The customer reported a leak from the secondary probe rinse block of a coulter lh 500 hematology analyzer. The leak was not contained to the instrument. The operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak or injury in connection with the leak. There were no erroneous results generated as a result of the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer was dispatched to evaluate the instrument and confirmed a leak at the rinse block, which was worn. The fse observed wear on the ball slide and buildup of dried cleanse solution in the vacuum chamber. The fse replaced the rinse block, ball slide stop, and air cylinder, which resolved the leak. A rinse block alignment was performed and repairs were verified per established procedures. (B)(4).